Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Related manufacturer reference number: 2938836-2017-13041. During a stress test, two inappropriate therapies were delivered due to sudden onset of atrial fibrillation. The device was reprogrammed and the patient was stable.